Event description:
It was reported that this right ventricular (RV) lead was explanted due to high shock impedance measurements over 120 ohms. A new lead was successfully implanted. No additional adverse patient effects were reported. This RV lead is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.